Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and scratches on the display window during visual inspection. The insulin pump passed the priming, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and issues with the insulin pump. Customer's blood glucose level was in the 400 mg/dl range. Customer believed the insulin pump malfunctioned and believed the device was there reason for their high blood glucose levels. Customer declined to troubleshoot for high blood glucose levels or the insulin pump malfunction. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.